Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the battery gauge was fluctuating. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.